Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited intermittent image flickering. The issue occurred during the pre-use inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle had foreign objects and noisy image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of image flickering and noisy image cause due to angle operation. Additionally, the nozzle had foreign objects cause could not be established. Olympus reviewed the customer provided cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.